Event description:
The customer tested his blood glucose on the contour meter and the reading was 135mg/dl. He re-tested on a different meter and the reading was 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.